Event description:
Reportedly, after firing, tried to remove the device from the cavity but the anvil did not tilt. It was also reported that three quarters of the tissue was not cut. Hand sutured, no pt injury.